Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. A potential root cause for this failure is that the patient may have been allergic to polyester which could have caused the reaction. However, per the reported information, an allergy test has not been taken. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "patients should use with caution. Allergic reactions cannot be excluded." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient was allergic to the device. They were getting sores in the mouth. The allergic reaction stopped when they stopped wearing it. No allergic test has been taken.